Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced due to complete loss of capture with pocket manipulation. The patient's left side was occluded so a new system was implanted on the right side. No adverse patient events were reported.